Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the recorded total daily dose of insulin appeared to be inaccurate due the wrong time/date setting from (B)(6) 2016 to (B)(6) 2016. The data from the date of the alleged issue had been overwritten due to continued use of the pump. The prime steps were performed correctly. The pump reflected 24u after a 24 hour duration test on a 1u/hr basal rate. Test bolus were correctly delivered. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 59 mg/dl with cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended. The bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Also during troubleshooting, it was revealed that the patient had miscounted carbohydrates and had manually incorrectly calculated their insulin dose. Cts referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.